Manufacturer narrative:
The customer¿s report of a bubble in the tubing was confirmed. The customer¿s report that the IV pump kept alarming was not confirmed or replicated. During visual inspection it was observed that the silicone segment tubing had a balloon, discoloration, and was weakened just below the upper fitment. During functional testing fluid flowed freely and no issues were noted. The ballooning was replicated by giving an IV push below the pump without clamping the tubing above the injection port. An infusion via a pump module resulted in no alarms. The root cause of the balloon in the silicone segment was identified as an IV push medication or flush being executed below the pump without first clamping the tubing above the injection port.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a "bubble" formed on the tubing and the IV pump kept alarming. There was no report of patient harm.